Event description:
The customer contact reported an adverse pt event while the device was in use. In 2007 at approx 1600, an arterial catheter was placed and connected to the monitoring kit. A 500ml bag of normal saline with a pressure administration cuff applied was connected to the monitoring kit. One day later, the pt was reported to be "edematous". At an unspecified time, the normal saline bag was reported to have "gone dry" for an unspecified length of time. A CT scan of the head and chest was completed. The CT scan noted air in the brain and lungs. The pt was transported in critical condition to another hospital for hyperbaric oxygen treatments. Though requested, no add'l info was provided including pt outcome.

Manufacturer narrative:
At this time, the customer will not be returning the device for investigation. If the device is received, a follow-up report will be submitted. Product labeling for this device states: "do not use a pressure administration cuff".